Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Add'l info received will be submitted within 30 days upon receipt.

Event description:
When the package was opened, the length of the stent was 3mm shorter than indicated in the labeling. After the package of 2.5x23 mm cypher was opened; the stent delivery system was flushed. Then, while inserting a guide wire into the tip of the stent delivery system, the physician found the stent was shorter than usual. The stent was misaligned to the distal end. The proximal edge of the stent was not reaching the proximal marker band but the distal edge of the stent was not reaching the distal marker band either. When the physician measured the stent length after procedure, the stent was only 20mm. A different cypher (size unk) was implanted instead and the procedure was finished. There was no reported pt injury. The product was clinically used and will be returned for analysis.